Manufacturer narrative:
H3: analysis of the catheter (s/n (B)(6)) identified an area of compression on the catheter body. Visual inspection identified there was damage to the transition tubing. Analysis identified dark residue in the dispensing holes prior to decontamination which resulted in an occlusion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative. The patient¿s weight at the time of the event was unknown. Regarding clarification of the catheter having been found to be non-functional, it was noted that the physician did not get good flow from the catheter access port (cap) test. The physician decided to change the whole catheter. The cause of the flow issue encountered via the cap test was unknown. The catheter was not going to be returned to the manufacturer as it was discarded by the hcp.

Manufacturer narrative:
Concomitant medical products: product ID: 8782, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8782, serial/lot #: (B)(4), ubd: 23-aug-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturer representative regarding a patient who was receiving dilaudid (concentration of 3mg/ml at a dose of .5/day) and bupivacaine (concentration of 3 at a dose of .5, units unknown) via intrathecal drug delivery pump for pancreatitis and non-malignant pain. It was reported that the catheter was found to be non-functional. A catheter access port test was done, and no flow was coming back. There were no environmental/external/patient factors reported that may have led or contributed to the issue. A catheter revision was indicated. The issue was resolved. No symptoms were reported. The patient¿s status was alive ¿ no injury. No further complications were reported or anticipated.